Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device replacement for eri. Prior to the procedure, noise oversensing was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2021. There were no consequences to the patient.